Event description:
Boston scientific received information that this pacemaker presented with pacing impedance measurements less than 200 ohms and loss of capture at maximum outputs. It was also noted that the device battery had reached end of life (eol). The patient is not pacemaker dependent so the loss of capture did not result in any adverse patient effects. A revision was performed and it was discovered during testing that the right ventricular (rv) lead could only pace in unipolar mode. Both the device and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned with the stylet fully inserted. Setscrew marks were noted on the terminal pin with drag marks noted on the terminal ring. The helix was fully extended with both dried blood and tissue noted on the helix; blood infiltration into the helix housing. Laboratory analysis was unable to confirm the reported observations and the melting found in both the stylet and lead near the distal tip indicate that the lead came in contact with a heat source, most likely after it was explanted.